Event description:
A (B)(6) patient contacted zoll customer support to report the response buttons would not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate the device) has been confirmed. As received, the response buttons would not activate the device. The cause for the inability to activate the device is a crease in the ribbon cable. The root cause of the crease in the cable cannot be positively identified. No adverse event resulted from the damaged response button ribbon cable. The patient received a replacement monitor.